Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, when using a 14mm x 80mm smart control self-expanding stent (ses) delivery system, the stent jumped anteriorly at the opening of the common left iliac vein, causing the stent to enter too much into the inferior vena cava (ivc) which affected the blood flow from the opposite iliac vein. The procedure was completed after releasing the stent. The target vessel was the left iliac vein, which was mildly calcified and mildly tortuous, with a stenosis percentage of 80%. The device was stored and prepped per the instructions for use (IFU). The smart control locking pin was in place during advancement towards the lesion. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the device was held flat and straight outside of the patient, and the stent did not deploy prematurely. The device was returned for analysis. A non-sterile unit of ¿smart 7fr (120cm) stent 14x80mm¿ was received for analysis inside of a plastic bag. The device was unpacked for product evaluation. Upon thorough inspection, it was observed that the stent was no longer in its manufacturing position, indicating a complete deployment state. The lock tab was found fully advanced into the deployed position. Additionally, unreported separation damage was observed on the proximal portion of the catheter shaft. However, after reviewing the attached evidence from the sample management activity, it was noted that this separation damage was not present in the original condition of the unit sent for this reported event. Therefore, it was concluded that the separation damage occurred during decontamination or transportation handling before its arrival at the cordis laboratory. The conditions received for this unit indicated an adequate deployment process, so no dimensional analysis was deemed necessary. Additionally, due to the separation damage resulting from the decontamination and transportation handling process, an accurate dimensional evaluation was not possible. Functional analysis could not be performed to evaluate the deployment mechanism of the received device, as the unit was already deployed, and the stent was not returned for evaluation. The reported ¿stent delivery system (sds) deployment difficulty- inaccurate placement¿ and adverse event of ¿vascular occlusion¿ cannot be confirmed due to the nature of the complaint as these cannot be replicated in a lab setting; additionally, no procedural films were provided. The exact causes cannot be determined. ¿stent jumping', is often associated with not properly straightening the delivery system prior to deployment. Based on the information available for review it is likely vessel characteristics, procedural factors and device handling contributed to the events reported. According to the instructions for use, which is not intended as a mitigation of risk, ¿ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Slack removal advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when using a 14mm x 80mm smart control self-expanding stent (ses) delivery system, the stent jumped anteriorly at the opening of the common left iliac vein, causing the stent to enter too much into the inferior vena cava (ivc) which affected the blood flow from the opposite iliac vein. The procedure was completed after releasing the stent. The target vessel was the left iliac vein, which was mildly calcified and mildly tortuous, with a stenosis percentage of 80%. The device was stored and prepped per the instructions for use (IFU). The smart control locking pin was in place during advancement towards the lesion. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the device was held flat and straight outside of the patient, and the stent did not deploy prematurely. The device will be returned for evaluation.